Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr.

Event description:
Invalid result (s). No test result. User stated that they performed the test procedure correctly, but the test did not produce a result. Could not identify user error. User would not provide exp. Date.